Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and the customer experienced difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer resolved the issue. Customer¿s blood glucose value was 55 mg/dl.